Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aorto-uni-iliac stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck had an uneven surface and was severely calcified. The procedure was performed while the patient was on dialysis. It was reported that, during the index procedure, a proximal type I endoleak occurred. Per the physician, the cause of the event may have been due to an uneven surface and calcification in the proximal aortic neck lifting the device. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.